Event description:
It was reported that while preparing the amplatz super stiff guide wire for an unspecified procedure, a small piece of ptf coating was missing from the guide wire. The physician used this device, however, it was noted that the unspecified catheters used during the procedure were "dragging" on the amplatz. The procedure was successfully completed with this guide wire. No pt complications were reported and the pt's status is unk.

Manufacturer narrative:
(B)(4).